Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while the pump battery was being charged. Customer confirmed pump display turned on when pump was plugged back into a power source. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose.